Event description:
It was reported that an ilet user experienced an unresponsive touchscreen limited to the upper portion of the display, which prevented navigation from the cgm graph and nonfunction of top icons, while the lower portion remained responsive; the user transitioned to multiple daily injections and later received assistance to complete setup on a replacement device and resume insulin delivery. Symptoms included no adverse clinical effects and blood glucose reported in the normal range. Outcomes included temporary interruption of insulin delivery from the ilet with user-managed therapy via injections and subsequent restoration of automated delivery on the replacement. Investigation included technical troubleshooting with the user and review of device functionality. Investigation of this case revealed a nonfunctional segment of the touchscreen consistent with a device hardware screen issue. It was concluded that the event was attributable to a device malfunction of the display touchscreen, with no patient injury.